Manufacturer narrative:
Product investigation summary: the received articles were checked for conformance against the specifications and for function. Neither a product, nor a functional fault could be detected. The manufacturing and inspection records indicated no problems with the lots in question. The articles were found to be in perfect working order. Without heavy force, and following the instructions for the instrumentation, the blades can be removed from the instruments. On the surface of the blades are some visible heavy marks from pliers. It is likely that these were created as attempts were made to remove the blades. Based on these findings, it is likely that there was a handling fault. Please note: the instructions for use indicate the instruments "arrow lock". No indication for material, manufacturing, or design related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(6). Manufacturing date: october 26, 2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two proximal femoral nail anti-rotation (pfna) blades cannot be removed from the extraction screws for pfna blades. The event occurred postoperatively; there was no patient involvement; this was detected by the cleaning and sterilization department. This is report 1 of 2 for (B)(4).